Event description:
It was reported "the doctor found a cuff leakage when doing testing before use on patient." This event occured prior to use. Therefore, no patient harm or injury.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(6) the sample was returned to the manufacturer. The manufacturer reported: "one actual sample was returned for investigation. Further checking was performed by inflating the cuff by using the endotest. The bronchial blue cuff passed as it was able to maintain its pressure at 25mbar. The tracheal clear cuff failed as it was unable to maintain its pressure at 25mbar. Based on the investigation, the defect mode on cuff leakage was matches with the complainant report. However, in manufacturing site, there were visual inspection, 100% water leak test, inflation and deflation test were perform in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. This complaint could not be determined as manufacturing related root cause." Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "the doctor found a cuff leakage when doing testing before use on patient." This event occured prior to use. Therefore, no patient harm or injury.